Event description:
Customer reports: during an injection into the patient, when the plunger of vaccine was pushed to administer the vaccine, it squirted all over the patient's arm and onto the floor. Upon inspection, the hub of the needle tip cracked which is why the product leaked.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Manufacturer narrative:
We have concluded our investigation process related to your complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.